Event description:
The pt had an ipg (for off-label use). It was reported stimulation would stop intermittently. It was also reported the charger could no longer communicate with the ipg. The pt was issued a new charger to resolve the issue but was unsuccessful. As a result, the pt's ipg was explanted and replaced. Adequate stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.